Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for procedure in hospital. Before implant, the helix of the right ventricular lead was already exposed out of the lead. Therefore, a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix exposed out of the lead in packaging was not confirmed. X-ray found that the lead helix was stretched and bent consistent with procedural damage. Analysis was normal. No anomalies were found.